Manufacturer narrative:
D9: updated, device received. H3,h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of the customer provided image revealed that the t2 anchor was still in the device with the suture cut. The image also confirmed the batch number and product number. A review of the instructions for use found: if the deployment slider does not return to its most proximal position after t1 deployment, t2 will not deploy. The user may manually return the slider to its proximal position if necessary. Read these instructions completely prior to use. A review of risk management files found that the reported failure was documented appropriately. A visual inspection revealed that t1 had been cut away from the device and was not returned with device. The device had been deployed and the deployment needle had gone beyond the t2 anchor. The needle shaft appeared to be bent from manufacturer intent. The needle overmold assembly is deformed. The device had debris on distal tip. A functional evaluation revealed the deployment knob no longer actuated the deployment needle. The device could not deploy t2. The complaint was confirmed. Factors which could have contributed to the complaint event include an application of excessive force to the device or excessive bending. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during a meniscus repair surgery, the fast fix t2 implant was not able to be deployed. T1 was removed from the patient. It is unknown if there was any delay or backup available; hence, it is unknown how the procedure was completed. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.